Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The complaint was received by customer from the USA: possible under delivery of unknown drug.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The complaint was received by customer from the (B)(6): possible under delivery of unknown drug.